Manufacturer narrative:
Photos of data from the device were reviewed by the stryker customer quality and engineering departments. The data indicated that the patient did overshoot the target temperature. The data review could not confirm if the patient temperature deviated greater than +/- 1 degree c for greater than 30 minutes. The data review did identify that the customer changed the target temperature several times in order to mitigate the deviation issue.

Event description:
It was alleged that during a procedure the temperature of the patient could not be maintained. The temperature of the device was set to 32°c however the device cooled down to 30.1°c. The device was then set to a temperature of 33°c without success of reaching that set temperature. It was reported that the patient was sedated during the procedure and no report of any medical intervention or adverse consequences for the patient was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that during a procedure the temperature of the patient could not be maintained. The temperature of the device was set to 32°c however the device cooled down to 30.1°c. The device was then set to a temperature of 33°c without success of reaching that set temperature. It was reported that the patient was sedated during the procedure and no report of any medical intervention or adverse consequences for the patient was reported.

Manufacturer narrative:
The device met specifications at the time of evaluation and was functioning properly.

Event description:
It was alleged that during a procedure the temperature of the patient could not be maintained. The temperature of the device was set to 32°c however the device cooled down to 30.1°c. The device was then set to a temperature of 33°c without success of reaching that set temperature. It was reported that the patient was sedated during the procedure and no report of any medical intervention or adverse consequences for the patient was reported.

Event description:
It was alleged that during a procedure the temperature of the patient could not be maintained. The temperature of the device was set to 32°c however the device cooled down to 30.1°c. The device was then set to a temperature of 33°c without success of reaching that set temperature. It was reported that the patient was sedated during the procedure and no report of any medical intervention or adverse consequences for the patient was reported.